Event description:
It was reported that the patient complained of chest pain at 3 am. A chest x-ray was taken and no anomalies were noted. The patient deceased at 4:30 am. There is no allegation from a health care professional that suggests the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.